Manufacturer narrative:
Patient weight not available for reporting. Additional product codes ¿ mnh, mni, kwq, kwp. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: a surgery was performed on an unknown date in 2015 to correct a spinal deformity and to extend a prior thoracic construct. Instrumentation was placed from t-12 to s-1. The patient reportedly was experiencing pain and discomfort post-operatively. On an unknown date, an x-ray and examination revealed both rods were broken at s-1, and there was evidence of non-union. On (B)(6) 2015 revision surgery was performed. The two (2) broken rods were removed and replaced. During the revision surgery, the surgeon was trying to remove a matrix cap and had to exert so much force that the t-ratchet handle was no longer functional. A second handle was available to use, and it had the same problem during the procedure. Upon inspection after surgery, the t-ratchet handle did not work as it should and it seemed the threads attaching the t-handle to the ratchet were damaged. The top metal piece was loose and mobile. Both ratchet handles had the same problem during the same surgery. The case was completed successfully, with no delay or patient harm noted. This is report 2 of 5 for (B)(4).

Manufacturer narrative:
(B)(4). Device investigation summary ¿ the returned instruments were examined and the complaint condition was able to be replicated as the handles were able to be unthreaded from the ratchet mechanism while geared in neutral or reverse. As the instruments are not intended to be utilized to loosen/remove locking caps a root cause related to improper use of the instrument was determined. The returned device was examined and the complaint condition was confirmed as it can be seen on the implant itself where the rod had indeed broken off into at least three pieces. Only one of the pieces was returned. A root cause could not be determined, a possible cause could be the implant failed due to fatigue failure resulting from the nonunion of the fracture. The rods are part of the matrix spine system-deformity which is a comprehensive thoracolumbar pedicle screw system. The rods are used as an adjunct to fusion for degenerative disc disease, spondylolisthesis, trauma, deformities or curvatures, tumor, stenosis, and failed previous fusion. Device drawings were reviewed ¿ the design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.